Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between august 15-16, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 2400 valve sets had bubbles. This was observed when the device was connected to the pump. There was no patient involvement. No additional information is available.